Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has had a little training and just got the insulin pump today. Customer stated that his blood glucose has been dropping through the floor. Customer stated that he wanted instruction on how to suspend the pump. Customer stated that he just started using the pump and his blood glucose has been getting abnormally high since 6:22 pm. Customer's blood glucose was 44 mg/dl at the time of the incident. Customer's current blood glucose is 57 mg/dl. Customer treated with orange soda. Customer stated that the drive support cap appears normal. Customer stated that he took a lantus this morning and confirmed that a temp basal was set up in the pump. Customer was not getting insulin per the temp basal that was set up by the trainer. Customer drank 8-12oz of orange soda and felt spacey due to him climbing. Customer declined troubleshooting at this time and will speak with the trainer in the morning.